Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 03, 2018 was filed inadvertently. The explanted device is not a cochlear device.

Manufacturer narrative:
This report is submitted on july 3, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient misplaced the sound processor leading to device non use and subsequently the device was electively explanted on (B)(6) 2018 in order to upgrade to a newer technology. During the same surgery, the surgeon attempted to implant another cochlear device but was unsuccessful. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.